Event description:
Device report 1 of 2: reference MFR report#: 1627487-2012-09387. It was reported the pt has been experiencing cramping in her legs upon getting out of the bed in the mornings. The pt reported she is able to walk comfortably with stimulation on. The pt is working with her physician to determine the next course of action to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.